Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact to blood glucose. Customer did not provide information regarding alternate insulin therapy.